Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The incident involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. It was stated in the report that the product has been found to be leaking through the small hole on the filter. It was noticed toward the end of the infusion. There was unprotected chemo exposure to the patient or healthcare provider. When asked how was the patient or healthcare provider, the customer answered that they were okay. The healthcare provider wore personal protective equipment (ppe) or gloves during the event. There was patient involvement and unknown human harm. This is the second of two reports.

Manufacturer narrative:
Received forty-two (42) new 142550489 primary plumsets for inspection. No damages or anomalies noted. Each set was leak tested per product specifications. There was leakage at the outlet or inlet filter vents on six (6) of the forty-two (42) returned sets. A red dye test was conducted on one (1) of the leaking sets to evaluate where the leak was coming from. A small centralized leak of red dyed water was found in the middle of the outlet filter vent. The cause of the observed leak was a pinhole in the filter vent material. The damage is typical of a electrostatic discharge to the filter vent. The source of the electrostatic discharge build up is unknown. Filter vent leaks are currently under further investigation at the manufacturing location in costa rica.